Manufacturer narrative:
Additional lot # y44521.

Event description:
During a laparoscopic gastrectomy procedure, staples didn't come out completely. Distal portion of staples remained in the cartridge. There was no pt consequence.